Event description:
The customer contacted baxter's service center regarding assistance with air within the patient line; which occurred on the homechoice (hc) during fill 1. The home patient (hp) did not check the patient line before connecting. The hp pressed go and noticed there was air within the patient line. The technical service representative (tsr) had the care giver (cg) end therapy. The hp would start over with new supplies. Baxter product surveillance contacted the care giver (cg) on (B)(4) 2012 on the reported problem. The cg stated when they called in regarding the air in the line; they stated they do not recall having an alarm with it. They stated that they checked everything and they do not know what caused the bubbles. The cg stated they are not sure if the patient mentioned the air in line to their nurse. The cg stated that overall the patient?s therapy is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A trend review was performed and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.